Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a vascular stent graft deployment procedure in the iliac the stent graft allegedly partially deployed. Therefore, the device was removed without incident. Reportedly, the health care provider coiled the aneurysm instead. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: a stent graft delivery system was returned. Based on the evaluation of the returned sample the reported partial deployment could be confirmed. The outer sheath was found to be elongated which indicated that high release force was present. Subsequently, this led to a partially deployed stent graft. A manufacturing related issue could not be identified.as a result of the investigation the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Furthermore the IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vascular stent graft deployment procedure in the iliac the stent graft allegedly partially deployed. Therefore, the device was removed without incident. Reportedly, the health care provider coiled the aneurysm instead. There was no reported patient injury.